Event description:
Additional information received confirmed the patient¿s death was not related.

Manufacturer narrative:
Product ID 8596sc, lot# serial# (B)(4), implanted: explanted: product type catheter. (B)(4). Analysis of the pump found no anomaly. The pump passed all non-destructive testing. Analysis of the catheter found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in seg ments.

Event description:
It was reported that the patient developed pneumonia post-operatively and was taken to the intensive care unit (ICU). He was placed on continuous positive airway pressure (CPAP) machine and appeared to be doing "ok" for a while but later he was placed on respiratory support. The patient's family chose to withdraw care because he was terminal and the patient quickly passed away. The health care provider (hcp) indicated that the cause of death was unrelated to the device and it just was a medical complication for the patient. The drug delivered via pump was lioresal.